Event description:
A (B)(6) year old female with metastatic cancer with plan for chemotherapy. PICC line inserted, guidewire fractured, leaving 3cm of the wire in the vessel near the axilla post procedure. Admitted for outpatient interventional radiology retrieval of retained wire. Retrieval successful.